Manufacturer narrative:
Batch review performed on 25-oct-2024. (B)(4) items manufactured and released on 02-may-2017. Expiration date: 2022-04-03. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved: gmk-hinge 02.07.0035rp patella resurfacing size 3 (k090988) lot. 2237722 (B)(4) items manufactured and released on 10-nov-2022. Expiration date: 2027-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-hinge 02.09.0414h fixed tibial insert size 4/14mm(k130299) lot. 2114873 (B)(4) items manufactured and released on 15-feb-2022. Expiration date: 2027-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-hinge 02.09.4004l fixed tibial tray size 4 l (k130299) lot. 171443 (B)(4) items manufactured and released on 26-apr-2017. Expiration date:2022-04-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a primary knee surgery on (B)(6) 2018. On (B)(6) 2023, the patient came in reporting pain and the cause was unknown. The surgeon resurfaced the patient's natural patella and revised the poly. The surgery was completed successfully. On (B)(6) 2024, the patient came in due to signs of infection and the pathogen is unknown. The surgeon removed all gmk-hinge components and implanted an antibiotic spacer. The surgery was completed successfully.